Event description:
It was reported that there was increasing impedance and threshold, as well as multiple oversensing episodes. The physician felt that it may have been a setscrew issue because the screw did not feel tight, however it was felt that the lead should be replaced just to be sure. The rv (right ventricular) lead was explanted and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2013.